Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received pump error and insulin flow blocked alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unable to perform displacement test, occlusion test or verify insulin flow blocked alarm due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing. However, power error 25 and low battery alert noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.